Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. However, the potential root cause for this failure mode could be due plc failure or wrong duration setting causing failure to remove excess lubricous coating polymer and also might be user related (example: salt accumulation)/ blocked drainage lumen/no drainage eye. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "cdc guidelines for appropriate indications for indwelling urethral catheter use. Patient has acute urinary retention or bladder outlet obstruction. Need for accurate urine output measurements. Use for selected surgical procedures to assist in healing of open sacral or perineal wounds. Patient requires prolonged immobilization to improve comfort for end of life care. Proper techniques for urinary catheter insertion: perform hand hygiene immediately before and after insertion. Insert urinary catheters using aseptic technique and sterile equipment. Use the smallest foley catheter possible, consistent with good drainage. Document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time".

Event description:
It was reported that last few foley catheters nothing was coming out of them, as if they were clogged and the patient never had this problem before and the representative offered to change the catheter.